Manufacturer narrative:
The insulin pump received alarming constant force sensor calibration error alarm due to motor high current draw. No motor error alarms noted. Unable to verify loss of memory due to insulin pump alarm loop. Device received with cracked case at display window corners, missing end cap sticker and minor scratches on lcd window. Device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed corrupted force sensor calibration values. The patient's blood glucose at the time of incident was 126 mg/dl. Troubleshooting was declined for the alarm. The insulin pump will be returned for analysis.